Event description:
The patient was in labor and had an epidural in place for pain relief. The pump alarmed and said it was low. When the nurse opened the pump she noticed there was no fluid missing. The nurse removed the tubing and reconnected it to the pump. It looked like it was dripping. Later after the patient delivered and the epidural was discontinued the nurse noticed that the remaining fluid was still more than it should have been according to the rate it was to infuse at. Additional follow-up reveals: biomed did check out the machines and they were working properly. It was most likely user error in set up, however the pumps have no up-stream alarm which would have alerted the staff to the problem.